Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' packaging units were damaged before use.the following information was provided by the initial reporter, translated from (B)(6) to english: "tyvek side packages were damaged."

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' packaging units were damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "tyvek side packages were damaged."

Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed five label packages with a piece of label torn away. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.